Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. Called customer regarding website form filled out on (B)(6) 2019. Customer ran the audio test again while they on phone call and they stated that the insulin pump had a very quiet volume like it was on volume one. Customer was advised that they can still use insulin pump with vibrate and audio feature but if they felt uncomfortable then to discontinue use of insulin pump and revert to back up plan per healthcare professional. The insulin pump will be returned for analysis.